Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was confirmed, but the exact mechanism of damage is unknown. One niagara catheter was returned for investigation. The returned sample exhibited evidence of use. The stylet had been removed from the catheter and the venous extension leg was full of blood residue. A crack in the circumferential direction was observed 3mm from the distal edge of the bifurcation. The crack exposed both lumens of the catheter. The edge along the split was granular and uneven. A tactual investigation revealed that the d/l tubing was easily kinked across the breach in the catheter. Kinking of the tubing could be a contributing factor in the catheter breach; however, the exact cause of the breach in the tubing is unknown. Due to the condition of the sample, it appears that the hole developed during use. No further action is required because the complainant event could not be related to a deficiency in product manufacture or deficiency while under correct product use.

Event description:
It was reported by the doctor that the catheter fracture was found to occur after being inserted, with errhysis outward. A new catheter was placed. No patient harm was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reze0493 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the doctor that the catheter fracture was found to occur after being inserted, with errhysis outward. A new catheter was placed. No patient harm was reported.